Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a physicist discrepancy of the field size was too large. No patient injury was reported.